Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the occlusion. Additionally, it was reported that there was a delay in the touchscreen response of the pump. Troubleshooting was performed and the pump performed as intended. The customer's blood glucose level ranged between 186-298 mg/dl.